Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the cartridge was leaking from the septum. Customer's blood glucose level was between 300 to 399 mg/dl, customer would resume insulin delivery with the current cartridge.